Event description:
It was reported that six syr 10ml pump compatible saline 10ml fil experienced stopper separation from plunger. The following information was provided by the initial reporter: material no.: 306547 batch no.: 9058568. Per email: I have a product issue I would like to report on your saline flushes. Catalog number bd306547 and lot number 9058568. Using a saline flush to flush a line for a line draw, tried to pull blood back as waste prior to drawing blood, the plunger disconnected, the lab tech stated that "that is the 5th or 6th time that has happened to me."

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six syr 10ml pump compatible saline 10ml fil experienced stopper separation from plunger. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9058568. Per email: I have a product issue I would like to report on your saline flushes. Catalog number bd306547 and lot number 9058568. Using a saline flush to flush a line for a line draw, tried to pull blood back as waste prior to drawing blood, the plunger disconnected, the lab tech stated that "that is the 5th or 6th time that has happened to me."